Manufacturer narrative:
E1 - initial reporter establishment name :(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device occasionally exhibited screen noise. The issue occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the insertion section is slightly interrupted, weakened and worn and b32 error. Based on the results of the investigation, a root cause could not be identified. In addition, the light guide bundle of the insertion section is slightly interrupted is caused by a component failure of the light guide bundle and error b32 is caused by component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.